Event description:
The patient received two in pact admiral paclitaxel-eluting pta balloons to treat the right sfa vessel. Approximately 4 months later the patient suffered occlusion of the right sfa vessel. Femoropopliteal bypass below the knee with saphenous vein was performed to treat the occlusion event. Investigator assessed that the event was not related to the study device or procedure. The event was resolved.

Manufacturer narrative:
Results and conclusions: (occlusion). (B)(4).

Manufacturer narrative:
Additional information received: cec have adjudicated that the previously reported occlusion of the right sfa was related to the study device, not related to procedure or drug.